Event description:
It was reported that the 6800 system had no image at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos was reset during the service call. The system was tested and found to be working as intended, and put back into service.